Event description:
It was reported via repair work order that the motion interrupt pan was damaged and it was also reported that the footend lift was elevated and would not lower due to malfunction lift power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.